Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. B1: initial MFR incorrectly reported as adverse event, and this has been corrected to product problem. H1: initial MFR incorrectly reported as serious injury, and this has been corrected to malfunction.

Event description:
The user facility reported a 63-year-old male on a impella cp for mechanical circulatory support. It was reported that the patient on impella cp had positioning issues where the flows were low. An echocardiogram (echo) showed that the impella cp was in too deep. The impella cp was repositioned, and the patient heart functions were improved, with no additional medical intervention.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ this report is being filed as part of a retrospective review of historical records.